Manufacturer narrative:
Eval: method - actual device involved in incident was evaluated. Visual examination. Results: incorrect technique/procedure. Conclusions: device failure related to user handling. Investigation: the device reported in this event is not sold in the USA, but a like or similar product is sold in the USA. The reported issue was not confirmed. Close visual examination of the hole with high magnification, showed jagged edges. Part of the cuff wall appeared to have been torn off. There were no signs of creases or thinning of the cuff wall at the tear area. This indicated that the cuff material at the tear area had not been stretched or distended before failure. It is unlikely that the cuff burst. Based on the appearance, it is quite likely that the cuff had come in contact with a sharp or pointed object and had torn the cuff.

Event description:
A complaint was received on 1/28/07 by the sales mgr in another country. The facility alleges an endotracheal tube had a hole in the cuff which caused desaturation. The pt had to be reintubated. A partial catalog number, 112482 with a description, et tube 7.5mm, lot number number 05je40 was provided. No add'l info available.